Event description:
On (B)(6) 2011, this pt underwent endovascular repair or the abdominal aortic aneurysm using gore excluder aaa endoprostheses and gore dryseal sheaths. Resistance was noted during the insertion of an 18fr sheath into the 7mm, tortuous and calcified right external iliac artery, however, the advancement of the sheath continued. The devices were deployed and the procedure concluded without incident. One hour post-operative, the pt had ischemic pain in the right leg. Calcified plaque was discovered and removed from the right external iliac artery. A dissection of the right external iliac artery was also discovered. The physician implanted a bare metal stent in the right external iliac artery to reduce the tortuosity of the right external iliac artery as well as to repair the dissection. The pt tolerated the procedure.

Manufacturer narrative:
Additional manufacturer narrative - according to the gore dryseal sheath sizing guide, the nominal outside diameter of the 18fr sheath is 6.8 mm. As reported the right external iliac diameter range appears to be 5.29 mm-5.47 mm.